Event description:
It was reported that the patient presented during implant procedure. Prior to the implant of the implantable cardioverter defibrillator, it was that the header of the implantable cardioverter defibrillator was hazy and discolored. The implantable cardioverter defibrillator was implanted with no complications. The patient was in stable condition.